Event description:
It was reported that the balloon failed to deflate and was difficult to remove. Vascular access was obtained via a left ante grade approach. The restenosed non-bsc stent was located distally in the transition to the p1 segment. With a non-bsc 5fr sheath and v18 guide wire the physician used a 5.0 mm x 100 mm ranger drug coated balloon catheter. The physician fixed the protective cover of the balloon and pushed it to the shaft. Then pulled the loading tool over the balloon and he inserted the tool into the sheath. The balloon was inflated normally and then deflated. However the physician noted slow contrast medium in the balloon and that it wasn't completely deflated. A vacuum and a 10 ml syringe were used before trying to remove through the sheath. A portion of the balloon remained outside of the sheath so another v18 guide wire was used with a 6fr sheath for removal. The balloon was completely removed and the procedure was completed by implanting a stent in the target lesion. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the loading tool was not completely removed from the device and the loading tool was over the whole balloon and covered ½ to 1cm of the sheath.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ranger drug coated balloon (dcb) with an unknown guidewire. The outer diameter of the guidewire was measured with a calibrated laser micrometer and measured .0175¿, which is consistent with a .018¿ guidewire. The catheter was received in three pieces. The guidewire was in one of the sections of the inner shaft. The outer shaft was separated at the proximal balloon weld. The inner shaft was separated in two locations. The inner shaft and outer shaft were stretched. The separated ends of the shafts were jagged, which indicates that the separation may have been due to tensile overload. There were several locations throughout the catheter that were stretched and necked-down. The distal shaft was buckled. The balloon was bunched-up over the distal tip. There was no evidence that the observed damage was due to any manufacturing deficiencies. Due to the severe damage product analysis could not confirm the reported deflation difficulty and withdrawal difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the loading tool was not completely removed from the device and the loading tool was over the whole balloon and covered 1/2 to 1cm of the sheath.